Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: d2: additional product code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a depuysynthes sales representative. H3, h4, h6: part 04.233.134s, lot 608p172: manufacturing location: monument. Manufacturing date: february 28, 2022. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent the surgery for double fracture of the femoral subtrochanteric and supracondylar with rfna. After the surgery, the nail fracture damage was observed at the transverse stop hole due to pseudarthrosis at the proximal fracture site. It is possible that the proximal fixation was inadequate due to the crushed subcondylar area. On (B)(6) 2024, the nail in question was removed and replaced with an artificial head. The surgery was completed successfully with no surgical delay. The patient status/outcome was reported as stable. This report is for an rfna nail. This is report 1 of 1 for (B)(4).